Event description:
Patient reported experiencing elevated blood glucose levels. Patient believes the meter is not giving accurate correction bolus advice. Product was replaced and requested return of the alleged infusion device, blood glucose monitoring device and infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) medwatch with patient identifier (B)(6) is related to case with patient identifier (B)(6).